Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via med-watch report program that they had experienced sensor issues. The customer also reported of having a high blood glucose where her meter read as high. Customer's blood glucose value was 600 mg/dl. Troubleshooting was not performed. It is unknown if they were on auto-mode. The device will not be returned for analysis.